Manufacturer narrative:
Product event summary: manufacturer¿s analysis was unable to confirm the customer comment that the programmer would get stuck while interrogating implanted devices; nothing was noted in the parsing sheet, however, event logs showed overheating on the micro processor unit (mpu) sensor, which could have caused the programmer to lock up. The customer comment that the programmer was unable to update via universal serial bus (usb) was confirmed; the hard drive health and performance were below minimum requirements. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would get stuck while interrogating certain implantable devices. It was also reported that the programmer would not update via universal serial bus (usb). The programmer has been returned for repair. No patient complications have been reported as a result of this event.